Event description:
Customer's caregiver reported that the boluses delivered did not show up on the bolus history. The caregiver reported that this occurred three days in a row for breakfast, lunch and dinner. The blood glucose reading was 281 mg/dl and caregiver stated that they do not treat until the blood glucose reading is 300 mg/dl or more. Customer had a bolus before supper and the blood glucose was at 42 mg/dl. She drank juice and the blood glucose went back up to 117 mg/dl. Caregiver stated that they are required to give a bolus for breakfast, lunch, and dinner, even if the customer is already low. Caregiver stated that they knew the bolus was delivered because they heard a beep, and was advised that the insulin pump will beep if no one presses on the act button to administer the bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No bolus anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.